Event description:
The pt rec'd an orthosorb pin and is having a post operative allergic reaction. The exact product number is unknown and there is no product coming back. The ttp of health canada is investigating. Pt's height is 5'8".